Event description:
It was reported that during an anterior bowel resection procedure, the device was used to close the bowel after anvil was inserted. On the first firing of the instrument (it was fired plastic to plastic), the staples were unformed (staple legs were straight). Partial fire, some staples remained in the instrument. Surgery was prolonged five minutes. This was a cancer case; they were removing a large tumor in the middle sigmoid section. There was no blood loss and no leakage of the bowel. Surgeon did indicate the pt's tissue was thick. The surgeon oversewed the staple line. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.